Manufacturer narrative:
H3: product analysis of part # 7540000, lot # unknown: visual and optical inspection confirmed the set screws were returned with some wear on the threads and bottom node. Optical inspection of the bottom of the set screw did not reveal any off axis seating of the rod that could contribute to the set screw popping out. The wear is consistent with the seating of the rod in the head of the bone screw. Functional inspection confirmed the set screw was able to be threaded into a sample bone screw and tighten the rod without any issue. The set screw appears to function as intended. No fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: the event occurred in (B)(6) 2023 (month and year valid). (B)(6) 2023 has been added, as the exact event date is not available. D6a: the device was implanted in (B)(6) 2021 (month and year valid). (B)(6) 2021 has been added as the exact implant date is not available. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having ais procedure. It was reported that the set screw popped. The patient had original adolescent idiopathic scoliosis surgery performed 1.5 years ago. Patient felt a "pop" and then immediate pain. The x-rays performed showed that the set screw was out of place. During surgery, it was discovered that the set screw that popped out was on the right side at l2. The bottom four pedicle screws were replaced along with both the rods and all the set screws. There were no further complications reported regarding the event.